Event description:
It was reported that an unspecified number of bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes experienced erroneous results. The following information was included by the customer: ¿material no. 367856, batch no. 8276762 & 8249520 -customer reports specimens are crenated when performing blood smears. The issue: we noticed that all the red blood cells are crenated on our hematology blood smears. -we ruled out the stains. We used an automated stain and a manual stain (different brands). The rbc on the slides made by both methods were crenated. -we ruled out the slides. We used two different types of microscope slides and stained each. The rbc on both slides were crenated. -we made a blood smear, let it dry, and didn¿t stain it. The rbc were crenated. -we used a different type of bd edta tube (the old rubber stopped edta tube sent from a physician office) and made slides. The rbc were perfect- not crenated.".

Manufacturer narrative:
H.6. Investigation: investigation summary: bd had not received samples or photos from the customer facility for evaluation. Retention samples were visually inspected for the presence of additive, all tubes were found to contain spray coating on the inner walls of the tube. Following visual inspection, samples were tested for the quantity of additive that is present in the tube and all samples were within specification requirements. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd made several attempts to contact customer regarding handling and processing. Platelet clumping most commonly occurs due to improper mixing. It is recommended that an edta tube be inverted 8-10 times immediately after the specimen s collected. Not completing these inversions may result in incomplete mixing of the additive in the blood and therefore, platelet clumping. In tubes with anticoagulants, inadequate mixing may result in platelet clumping, clotting and/or incorrect test results. Investigation conclusion: based on evaluation of the retain samples, the customer¿s indicated failure mode with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The retain product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified number of bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes experienced erroneous results. The following information was included by the customer: ¿material no. 367856, batch no. 8276762 & 8249520. Customer reports specimens are crenated when performing blood smears. The issue: we noticed that all the red blood cells are crenated on our hematology blood smears. We ruled out the stains. We used an automated stain and a manual stain (different brands). The rbc on the slides made by both methods were crenated. We ruled out the slides. We used two different types of microscope slides and stained each. The rbc on both slides were crenated. We made a blood smear, let it dry, and didn¿t stain it. The rbc were crenated. We used a different type of bd edta tube (the old rubber stopped edta tube sent from a physician office) and made slides. The rbc were perfect- not crenated."